Event description:
The stent included as part of a coronary stent with delivery system was removed from the sds and remounted onto a ranger balloon catheter by the physician. While attempting to advance the modified sds to the target lesion site location in a graft to the patient's circumflex artery, the physician met resistance due to a bend in the graft and vessel tortuosity. Upon continued attempts to advance the modified sds, the balloon catheter, sds and guidewire "collapsed" into the aorta causing the stent to become dislodged from the balloon catheter. The stent subsequently embolized to the coronary circulation. The sds was successfully withdrawn and the patient was given heparin and tyclid in response to the embolization. There were no clinical sequelae reported relative to this event.